Manufacturer narrative:
Approximate age of device - 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was in an outside facility. That facility called to report an inr of 4.5 and hgb of 5.5. No blood was administered due to the patients religious beliefs. Additional information received stated that the patient had expired due to a gastrointestinal(gi) bleed on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding and patient death could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.